Event description:
It is reported that the pt is presenting with limited range of motion while lying down.

Manufacturer narrative:
Eval summary: surgical notes or x-rays were not provided. It is unk whether the components were implanted with the correct fit and orientation per the applicable surgical techniques. Pt factors that may affect the performance of the components such as age, height/weight, bone quality, activity level, type of activity, rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unk. Based on the above info, the cause of the lack of range of motion for the pt is unk. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.